Manufacturer narrative:
Concomitant: non cfn needlefree connector; clave, therapy date (B)(6) 2015.the affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a pinhole in a syringe pump tubing that was leaking an unquantified amount of milrinone, infusing at 1ml/hr. The tubing and syringe were changed and the infusion was completed without incident. There is no report of patient harm.

Manufacturer narrative:
Concomitant medical products: bd 30ml syringe milrinone 200mcg/ml in dextrose 5% exp: 03/06/2016, therapy date: (B)(6) 2015. The customer¿s report of a leak was confirmed. Visual inspection of the set noted a cut in the tubing located approximately 25 inches from the proximal female luer end. The observed cut was measured as approximately 0.075 inches long. There were no other damages or issues observed with the set. Functional testing confirmed a leak from the observed cut. Pressure testing was performed and leaking was observed coming from the observed cut at less than 5psi. The root cause of the customer¿s report of a leak was identified as due to a cut in the tubing. It is unknown how the cut in the tubing occurred.